Event description:
A malfunction alarm was reported by the customer, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions via email and assisted the customer with resetting the pump, effectively resolving the issue.